Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter being used as a proximal component to drain and/or monitor cerebrospinal fluid (csf) from the lateral ventricle. It was reported that on (B)(6) 2025, the hydrophilic coated catheter was placed in the patient, and on (B)(6) 2025, it was discovered that the patient's bed sheet was wet, and at the three-way connection of the epidural drainage tube, it was disconnected causing liquid leakage. The catheter was replaced with another one.